Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 10 events were reported for this quarter. Product return status (B)(4) devices were received. (B)(4) devices had investigation types that have not yet been determined. Evaluation findings (results/components) (B)(4) devices: wear problem / battery (B)(4) devices: no device problem found / part/component/sub-assembly term not applicable (B)(4) devices: results pending completion of investigation / part/component/sub-assembly term not applicable (B)(4) device: energy storage system problem / battery. Product disposition (B)(4) devices: serviced and returned to customer. (B)(4) devices: product disposition is not yet determined. Additional information (B)(4) devices were not labeled for single-use. (B)(4) devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 10 events for the failure: decrease in pressure. - 6 events had problem identified before clinical use/exposure; there was no patient involvement. - 2 events had no health consequences or impact. - 1 event had insufficient information. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99301. Supplemental rationale: corrected data: b5, h1, h6, h11. 10 events were previously reported during the reporting quarter; however, 10 events were reported in error. 0 previously reported events are included in this follow-up record.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 0 events for the failure: decrease in pressure.